Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had e315 and b30 errors for light source issues. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus. An olympus representative spoke with the hospital staff who reported the issue and was able to find the issue was due to poor cleaning methods to the gold color contacts on the scopes side. The issue was resolved with proper cleaning and reconnected the image afterwards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.